Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.

Event description:
The consumer alleged that the power flosser charger exploded. There was no allegation of injury or property damage. A potential fire hazard was identified.

Event description:
This case is now determined to be not reportable. The device was returned for investigation, and it was determined that the cause of the customers complaint is chemical exposure damage of the power supply wall adapter not originating from the device itself. The customer had no injury reported or property damage.

Manufacturer narrative:
This case is now determined to be not reportable. The device was returned for investigation, and it was determined that the cause of the customers complaint is chemical exposure damage of the power supply wall adapter not originating from the device itself. The customer had no injury reported or property damage. Reportability for initial MFR report number 3026630-2024-00033 submitted on 05/17/2024 can be removed.